Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed an increasing number of unavailable channels since (B)(6) 2016. The patient currently has 5 active channels. An appointment for further technical checks will be scheduled soon.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed an increasing number of unavailable channels since (B)(6) 2016. The patient currently has 5 active channels. No trauma has been reported. The patient was re-implanted.